Event description:
On (B) (6) 2010 pt's nurse reported pt is currently in the hospital for a hypoglycemic event. Nurse stated the pt's blood glucose was 49 mg/dl today when she was admitted into the hospital. Nurse reported pt was taken to the hospital by ambulance after someone found her and she was unconscious. Nurse has no further info about the event. Assisted nurse in changing the pt's basal rates. On follow up call to pt on (B) (6) 2010, pt reported she got up on (B) (6) 2010, went to the rest room and she thinks she must have gone back to bed. Pt stated she recalls feeling funny and falling off of her bed. Pt reported she crawled to the phone after about 5 hours of crawling around and called her mother who then called the pt's brother-in-law. Pt's brother-in-law called 911. Pt stated she is unsure of what her actual blood glucose reading was; she has heard 27 mg/dl, 47 mg/dl, and 49 mg/dl. Pt reported usually when she goes low, she wakes up and is able to correct on her own. Pt stated 2 weeks ago she went low in the middle of the night and was able to bring herself back up. Pt stated she was getting ready to call her doctor to have her basal rates adjusted since she keeps going low in during the night. Pt reported she woke up on (B) (6) 2010 with a blood glucose reading at 125 mg/dl and this morning at 150 mg/dl. Pt's normal blood glucose range is 100-200 mg/dl. Pt's target blood glucose is 130 mg/dl. Pt reported she attributes her low reading to her eating and basal rates being set to high. Pt stated since being released from the hospital, she has stayed on the infusion device and for the most part has been in a normal range. On follow up with pt on (B) (6) 2010, pt reported her blood glucose is still in her normal range and her infusion device is working fine. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.